Manufacturer narrative:
Other applicable components are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the hcp felt the proximal portion of the catheter might have been leaking. It was not clear how that was determined, it was not believed that a dye study was done, per the manufacturer representative. They planned to do a revision of the pump and/or catheter on (B)(6) 2018. It was unknown what symptoms the patient experienced. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the leak was unknown. The leak had been resolved. The proximal end was replaced and disposed. There were no further complications reported at this time.